Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to have root canal treatment on their front teeth and had to repair the chipped tooth. They also have not been able to wear the aligners for some time due to damage to their tooth enamel.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.